Event description:
During a clinic follow-up, a diagnostic anomaly was observed on the device. Technical support was contacted and the device was electively replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported field event of delay in detection was confirmed. Software investigation showed the delay was caused by the normal functioning of the interval stability discriminator function of the device. No device anomaly was found and the interval stability discriminator and the sudden onset are both behaving as designed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.